Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient "may have" experienced an air embolism coincident with the use of a blood administration set. While giving a patient a gravity infusion, the operator gave the patient an unspecified bolus of fluid, however, did not watch the infusion and therefore, reportedly, ¿may have potentially given the patient an air embolism¿. The event of air embolism was not confirmed and it was not reported if the patient required any associated medical intervention. The blood set was ¿potentially¿ being used to deliver an unspecified ¿crystalloid fluid instead of blood¿, however, this was not confirmed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.